Manufacturer narrative:
Information references the main component of the system. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported could not synchronize the patient programmer to the implantable neurostimulator (ins). Troubleshooting did not resolve the issue. The consumer experienced uncomfortable overstimulation in the leg, but could not lower stimulation due to synchronizing issue. The consumer was redirected to the hospital. The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.